Event description:
It was reported that during implant procedure high capture threshold and failure to retract helix on the right ventricle (rv) were noted. The lead was not used and the physician elected to complete the procedure with a different lead. The patient's condition was stable.

Manufacturer narrative:
The reported events of high threshold and helix mechanism issue were confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued consistent with procedural damage. Electrical testing found an internal short between the inner coil and outer coil conductor paths due to the over torqued inner coil in the connector region. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to extend and retract. The measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix clogged with blood/tissue and over torqued inner coil. The cause of the reported event of high threshold was isolated to the over torqued inner coil in the connector region which resulted in an internal short.